Event description:
It was reported that the patient was shocked by the device. No further information is available at this time. The device was explanted and replaced. The patient is enrolled in the system longevity study. No further patient complications have been reported as a result of this event.

Event description:
Further information from the site indicates that the shock was appropriate due to an episode of fast ventricular tachycardia (vt). The settings were adjusted and the device was subsequently upgraded to a biventricular defibrillator.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
Product event summary: the device was returned and analyzed. The device met 95% of expected longevity. Without the history of the programmed settings throughout its service life, there is no way to determine why the longevity did not match the predicted model. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.